Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the catheter and an infuser were connected in the operation room, the patient was transferred to the ward. Then, when the user replaced the infuser with another one (different company's product), he/she felt the connection between the filter of the catheter and the infuser line was loose so clamped it tightly using forceps. After that, the filter was found broken and detached from the infuser. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.

Event description:
It was reported that after the catheter and an infuser were connected in the operation room, the patient was transferred to the ward. Then, when the user replaced the infuser with another one (different company's product), he/she felt the connection between the filter of the catheter and the infuser line was loose so clamped it tightly using forceps. After that, the filter was found broken and detached from the infuser.therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed with a potentially relevant finding. For material # s-02200-003n (flat filter), lot # 23p17e0431, according to incoming inspection records, the rotating collar popped off 3 of 315 units in a batch of 15,000. This is outside of the parameter for this defect. No relevant findings were found for the nrfit snaplock assembly or the epidural kit. The reported complaint of the filter detaching from the infuser was confirmed based on the sample received. Visual inspection of the returned filter revealed the rotation collar was detached from the male lock connector. Microscopic inspection revealed the lip that holds the collar was tapered and should be more of a 90deg angle to prevent the collar from easily coming off according to anesthesia r & d. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed with a potentially relevant finding on the filter. Therefore, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this complaint issue. The customer reported the filter became detached from the infuser. The customer returned one nrfit snaplock assembly and one nrfit flat filter. The components appear to be connected; however, the rotation collar is actually not intact to the male lock connector (reference files inp1900075287). The returned components were visually examined with and without magnification. Visual exanimation of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed as mentioned above, the rotation collar was detached from the filter. Microscopic examination of the male lock connection showed the lip that holds the collar in place is tapered. According to anesthesia r & d, the lip should be more of a 90deg angle at the top part of the lip to keep the collar from easily coming off.